Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo fasting. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. Customer stated that after he obtained the result of lo, he performed a blood using another device within two minutes and obtained a result of 105 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strips are new from the pharmacy; test strip lot manufacturer's expiration date is 08/29/2020 and open vial date is 07/11/2019. The meter memory was reviewed for previous test result history: (B)(6).